Manufacturer narrative:
On 05/27/2015 follow up: contact reported that "lunch ratio is 15 to 1 they gave her lunch before 11 which caused her ratio to be 10 to 1 and too much insulin for lunch." (Indicating that the pump performed as intended and the over-delivery of insulin was due to use error.) Additionally, customer's bg level remained "around 100" the entire day. The t:slim user guide idicates pump is to be used with individuals 12 years of age and older; pt is (B)(6). The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the pump delivered 5.6 units of insulin instead of 3.73 units. Customer's mother provided a snack and blood glucose level was monitored every 30 minutes. Bg level at time of report was 117 mg/dl.